Event description:
The manufacturer received information alleging the device did not meet acceptance criteria, initial power up issue occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, issue on initial power up was confirmed. Reset rtc drift in toolbox. The customer does not want any repairs done to the unit. The software on the device is current and up to date. The device came in with a passive porting block and detachable battery. The device will be returned unrepaired.